Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 500 mg/dl. Customer did not experienced any symptom related high blood glucose. Customer was reported that the sensor needle fractured while in the body troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.